Manufacturer narrative:
The balloon loss of pressure seems to have been caused by a longitudinal tear approximately 4 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1101001) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic cerebral catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcium or pvd at the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that the balloon ruptured inside the patient when the physician was retracting the balloon towards the arteriotomy. The device was removed and the physician converted the patient to manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.